Manufacturer narrative:
The device was evaluated from information provided by the customer, and the customer¿s allegation was confirmed due to damage of the charged coupler device unit, a noise image occurred during angulation in up/down directions. In addition to foreign mater in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; the adhesive on the bending section cover had a chip, crack, and white-clouded area; adhesive around the objective lens was peeled; adhesive around the light guide lens had a white-clouded area; and the connecting tube had a scratch. The device evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, it is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges and if the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The event can be detected/prevented by following the instructions for use which state: IFU (operation manual) the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due insufficient cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had noise appear when angled. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.